Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2019 with blood glucose of 28 mg/dl at the time of the incident. The customer was given a glucagon shot to treat. The customer experienced low symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer went as high as 600 mg/dl after being treated for the low and ended up being in the hospital. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.